Event description:
It was reported that the pump alarmed error, power lost. The display showed a run reservoir volume of 415.9 ml. A continuous infusion rate of 20.8 ml/hour had been programmed, with a total reservoir volume of 415.9 ml and 84.4 ml delivered. These settings were verified against the medication label, which read doxorubicin/etoposide/vincristine 500 ml at 20.8 ml/hour. The patient was not affected. The event occurred while in use with the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6. Codes: updated. Customer reported the pump alarmed "error" "power lost while on". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.